Manufacturer narrative:
Manufacturer's investigation conclusion: an onsite abbott representative confirmed external driveline wire damage consistent with wire fatigue that would have caused the silenced driveline fault alarms confirmed through review of the submitted log file. Superficial driveline damage was also noted; however, a specific cause for this finding could not be conclusively determined. Review of the submitted driveline x-ray images noted some areas with potential driveline compromise; however, a driveline wire compromise could not be conclusively confirmed through the images. Approximately 19¿ of the distal driveline was returned with clear tape surrounding the jacket. Upon return, the distal driveline underwent continuity testing using a digital multimeter. No discontinuities were reproduced during this testing, even with manipulation of the driveline. Removal of the tape found tears in the silicone jacket and found that a section of the jacket was missing. No damage was found to the underlying wires. The driveline underwent high potential testing, and no wire insulation breaches were identified. A review of the submitted log file confirmed silenced driveline fault alarms associated with the black wire. The system otherwise appeared to be operating as intended at the fixed speed, and there were no other notable alarms captured. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient continued to have alarms noted in their history, but no audible alarms at home. Log files were sent for review. The log captured 157 driveline fault alarms between on (B)(6) 2025 and on (B)(6) 2026. The black wire appeared to be partially damaged. X-ray images showed a few suspect areas. There appeared to be some thinning and/or bends in the driveline. The driveline was repaired. There were no active alarms at time of repair. Visual inspection noted compression and bending of the driveline near the exit site, as well as rescue tape covering the full length of the driveline. Tech services removed remaining outer layer and bionate. The shielding was completely oxidized and fell off immediately after removing bionate. Broken black wire was discovered approximately 3" from exit site. There was noted damage to green wire as well in the same area. Black, red, and yellow wires were spliced. During splicing of yellow wire, green wire broke and shorted the system controller. The patient remained stable. They were swapped over to new driveline and backup controller. Tech services continued splicing green, brown, and orange wires. The area was closed up per procedure, and the patient was provided with care instructions.